Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. Customer's blood glucose level went as high as 500 mg/dl. Customer advised they worked with their healthcare provider to make adjustments to prevent future high blood glucose levels. Customer declined to troubleshoot for high blood glucose levels.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.